Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/22/2010, 02/03/2010, and 02/09/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient has residual cylinder forty degrees away from the original axis. In a follow-up, it was reported that the lens was repositioned. Additional information has been requested.